Manufacturer narrative:
Device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt's pump was used to deliver dilaudid. The patient was experiencing unspecified sporadic episodes of withdrawal. No pump alarms were noted. No device troubleshooting was done. The pump was replaced. The pt recovered without sequela.